Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to the main printed circuit board assembly being out of electrical specification. Analysis also found the upper case, lower case, and ring cover are broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis found that all low battery tests met specifications. Functional testing passed. Conclusion: could not confirm the intermittent failure seen during service and repair of the device.